Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer called stating the tampon was stuck inside her. No serious injury was reported.